Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor autozero had failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed "check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110b) in the event logs. The fse then replaced the solenoid valve 3 and 4 to resolve the issue. The fse replaced solenoid valve 3 and 4 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed solenoids, x-valve (3 and 4) were returned to the product investigation lab (pil). The solenoids, x-valve (3 and 4) were tested and the alarm, "check vent: machine pressure sensor auto zero failed" was generated during the standard test bed (stb) operation. Pil found that this solenoids, x-valve (3 and 4) were placed in position 2 and stuck in de-energized position. Pil confirmed solenoid 3 was faulty.